Event description:
The customer called and reported that her blood glucose went up to 400 mg/dl for almost a week while she was under a lot of stress and not eating well. At the time of report, customer's blood glucose was back to normal, between 100 to 199 mg/dl. The customer declined to be transferred for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.